Event description:
It was reported that during urine drainage, a fracture was observed at the tubing junction seal and at the base of the collection bag. The patient had a urinary tract infection after this event. Per additional information received on (B)(6)2018 , the patient received treatment for the urinary tract infection. The type of medication is unknown.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted that the inlet tubing was broken upon return. The inlet tubing was torn all the way through, and only the portion of the inlet tubing that connected to the dome was returned. A potential failure mode could be cracked tubing. A potential root cause for this failure mode could be brittle material- inappropriate material choice. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Wash hands and don clean gloves 2. Using proper aseptic technique open outer csr wrap 3. Place underpad beneath patient, plastic/¿shiny¿ side down 4. Use the provided cleansing wipe to cleanse patient¿s peri-urethral area 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during urine drainage, a fracture was observed at the tubing junction seal and at the base of the collection bag. The patient had a urinary tract infection after this event. Per additional information received on 10-oct-2018, the patient received treatment for the urinary tract infection. The type of medication is unknown.